Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and low amplitude. Physician stated reimplantation was necessary. This lead was then successfully repositioned . No additional adverse patient effects were reported.

Manufacturer narrative:
FDA 3500a section b5: the allegation of dislodgment was included in the description of the event. "It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and low amplitude. Reasonable evidence suggested that this abnormal measurements are caused due to a possible dislodgment . Physician stated reimplantation was necessary. This lead was then successfully repositioned . No additional adverse patient effects were reported."

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and low amplitude. Reasonable evidence suggested that this abnormal measurements are caused due to a possible dislodgment . Physician stated reimplantation was necessary. This lead was then successfully repositioned . No additional adverse patient effects were reported.